Manufacturer narrative:
The lot was manufactured (B)(4), 2017. The device was received for evaluation. Visual inspection was performed and found white crystallized drug powder located at the blue winged luer cap. No signs of liquid leak were found. The blue winged luer cap was noted to be slightly untightened. The blue winged luer cap was hand tightened, and the device was monitored until the following day. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the blue adaptor. This event occurred after filling the device with an unspecified solution at the hospital. There was no patient involvement. No additional information is available.